Event description:
The therapists treated the first field as expected and then a second field that had the same gantry angle but a different energy was moded up. When the therapist pressed the motion enable the gantry started to rotate unexpectedly. Once they let go of the motion enable buttons and then reselected the motion enable buttons the gantry moved back to the original angle that was planned for the field. On a different patient that day the collimator also rotated unexpectedly from 0 to 2.5 degrees while the gantry was moving from 0 to 270 between 2 fields. Gantry started rotating unexpectedly on 1 patient. Collimator started rotating unexpectedly on 1 patient. These 2 patients have been monitored daily and the issue has not occurred again with these patients or any others. This issue is not reproducible at site. The chief physicist acknowledges that it is possible that the wrong keys were pressed on the dedicated keyboard but since the therapists feel this wasn't the case he would like the issue investigated.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this event, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.